Manufacturer narrative:
Device not returned - evaluation based on review of device memory.

Event description:
AED exhibited error message when deployed. Previous check of product (day prior to use) showed no error message. Use of second AED was unsuccessful in resuscitating patient.